Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Stroke is an expected adverse event related to left ventricular assist device (lvad) therapy and identified in the instruction for use (IFU). A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was expired due subarachnoid hemorrhage. The pump was not explanted. No further details were provided.